Manufacturer narrative:
The high purge pressure failure mode was removed because there was no complaint of a high purge pressure occurrence neither was there a high purge pressure alarm/event in the data logs. The issue reported, low purge flow, was resolved during the case. As this clinical information was not provided, the true root cause of the stroke/cva and thrombus could not be determined. B5 updated with additional information. D6b explant date added. H6 health effect - clinical code was revised to reflect ischemic stroke and health effect - impact code 4624 was added e4 should have been left blank on the initial manufacturer device report number 1220648-2025-27147 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
Additionally, it was reported that the patient had a thrombus around the cannula. Recommendations were made to exchange the impella 5.5 with a new one, however the heart failure team opted to leave existing impella 5.5 in and increase the ptt goal. It was noted that the patient had signs of a cva/stroke and an ischemia stroke was noted. A thrombectomy was performed. A week later the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had a computed tomography scan that revealed a subacute left posterior cerebral artery infarct, no hemorrhage nor neuro deficits noted. Heparin was decreased and support continued. Additionally, there were low purge flows noted. Purge flow decreased significantly from 10.5 cc/hr to 5.8 cc/hr. The purge was changed from heparin to bicarb fluid. Furthermore, there as a clot noted in the right coronary artery. The relationship to the clot and the impella is unknown. Support continued.

Event description:
The customer reported that the device exhibited an optical sensor issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The device was not returned for evaluation, the root cause of the optical signal issue was most likely due to a sensor wear of the optical sensor as evidenced by the log pattern and duration of support. However, the root cause of this issue is unable to be determined. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical sensor code 2917 and the codes for the results of the optical sensor investigation.

Manufacturer narrative:
The high purge pressure failure mode was removed because there was no complaint of a high purge pressure occurrence neither was there a high purge pressure alarm/event in the data logs. The issue reported, low purge flow, was resolved during the case. The investigation of stroke/cva and thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b explant date added e4 should have been left blank on the initial manufacturer device report number 1220648-2025-27147 as it is unknown if the initial reporter also sent the report to the food and drug administration.